Manufacturer narrative:
Complainant country: canada. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 1000317571.

Event description:
It has been reported that the end user recently purchased a box of company's dressing for a draining wound abscess. The consumer had researched this item and learned that the foam was supposed to absorb the exudate from the wound. However, when the consumer took off the bandage to change it, they noticed that the exudate was just sitting around the edges and the foam did not absorb the liquid. As a result, the wound was covered in drainage. This situation was not good, and the consumer expressed great disappointment in this product. No photograph was available at this time.